Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of two devices opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. A broken needle was received loaded onto device two. The visual inspection of the device one noted no witness marks from the needle tip impacting the beveled wall surrounding the needle receptacle, indicating proper alignment of the jaws when toggling the needle. The visual inspection of the device two noted witness marks from the needle tip impacting the beveled wall surrounding the needle receptacle. No plastic shearing of the toggle switch was noted on either device. The visual inspection of the broken needle noted witness marks on the cone and around the loading slot. A pmv needle was loaded onto each device. The needles were found to function properly when applied through layers of test media. Pressure was exerted on the needles in all directions and from both sides of the jaw to simulate clinical conditions. No difficulty was experienced in loading, unloading, or toggling the needles. Replication of the broken needle may occur when the needle is not loaded properly or when the needle is forced into an obstacle. This condition may also occur if excess pressure is exerted on the needle or the attached suture while the jaws are in the open position. In these situations, the needle may flex and ultimately break. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during a laparoscopic gastrectomy procedure, the instruments were difficult to load. The needle also fell out of the jaw during use. The current patient status is good. No device fragment fell into the patient.